Event description:
Additional information was received that a replacement serial cable sent to the site appears to have resolved the issue. Analysis of the handheld programmer serial cable was completed. A visual analysis of the serial cable verified that the outer insulation of the cable near the db9 connector was damaged. Although the cable insulation was damaged, no functional anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that there is a broken serial/power adapter cable for the vns handheld programmer. It was stated that the handheld was only charging intermittently. Additional information was received that the cable was thought to be broken through normal wear and tear. The handheld serial cable was received by the manufacturer for analysis. However, analysis has not been completed to date.